Manufacturer narrative:
The customer contacted philips and requested the part number for a replacement gas delivery system (gds). The customer was provided with the part number. The investigation is ongoing.

Manufacturer narrative:
A remote service engineer (rse) evaluated the device and determined the issue was due to a failure related to the gas delivery system (gds). The repair for this device cannot be conducted at this time due to unavailability of the specified part. Replacement of the gds aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available the repair will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an oxygen unavailable in the event log. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed an oxygen unavailable error in the event log. The customer reported that the device was making a popping noise when the oxygen was at 98%, 99%, and 100%. During troubleshooting, the rse determined that the customer was using wall oxygen, and nothing in between the wall, and device. The rse recommended that the customer perform an oxygen flow accuracy test and oxygen mix accuracy test to determine if the flow sensor assembly or data acquisition board is bad.